Event description:
Additional information from the patient's health care provider (hcp) showed the patient had tenderness around the ipg site, but no infection was present. It was stated the patient was no longer using their device, and the explant was elective. The hcp reported the patient did not require hospitalization for this event. No patient injury was reported.

Event description:
The patient experienced severe pain at the ipg site in her right hip. The site had remained raw since implant and when it was pressed against objects the patient felt shooting pain down her leg and hip. It was also stated that over time the patient's pain pattern changed; her pain moved lower on her body and the stimulation was not able to cover it. The entire system was explanted. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
Lead model 3778-80, lot# v114850011, implanted: 2008-(B)(6), explanted:unk, lead model 3778-80, lot# v114850010, implanted: 2008-(B)(6), explanted:unk, programmer model 37743, serial# (B)(4).